Event description:
Customer reported that a patient sample, later identified to have an anti-kell, did not react with vs623. The patient's antibody was identified at another site. The customer repeated the antibody screen, no reactivity was observed. Customer reports that other patients with anti-kell have reacted with this lot of product.

Manufacturer narrative:
Ocd performed retained testing, batch record review, and complaint by lot review. All results were satisfactory. (B)(4).